Event description:
User facility reported that a user experienced difficulty engaging the device's safety mechanism resulting in the detachment of the needle from the syringe. The user sustained a needle-stick injury from the detached needle. Blood testing was performed and the hospital followed internal protocol for needle-stick injuries. No permanent adverse effects to user reported.

Manufacturer narrative:
Several unopened and unused samples were returned for evaluation. Visual examination of the returned devices found no issues. Functional testing of the returned devices found that each device's safety mechanism activated with no problems found. As visual examination and functional testing found the samples to meet with specifications, there is no evidence that the reported issue was device-caused.